Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed at this time. However, based on similar reported complaints related to the reported device, the most probable cause of the reported event could be attributed to unintended operational error. To mitigate the risk of a device malfunction and patient injury, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, error codes u540 and u509 were displayed and then the ultrasonic probe of the device broke off while performing a colpotomy. The intended procedure was completed using a different device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The event occurred at the end of the procedure. The tissue being worked on at the time was the cervix. The device failed to activate when the button was pressed and the error codes u504 and u509 were displayed. No unusual noises or phenomena before the event were reported. The device and associated equipment (generator, cable) were inspected prior to use. The connections with the generator were also inspected and no other were anomalies found. The patient's pre-existing condition was cancer. The probe fell into the cavity, fat, cervix/uterus of the patient and the probe was retrieved by a grasper.